Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of a low battery alert from the insulin pump. The customer's blood glucose reading was 115 mg/dl. The customer stated that he has been having trouble with the battery going low. The customer stated that the replacement battery cap did not resolve the issue. The customer was advised to return the pump with the battery cap and batteries intact and to zero out the basal rates. The customer will be sent a replacement pump.